Manufacturer narrative:
H6: the authorized third party service provider (asp) will further evaluate and repair the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
An authorized third party service provider (asp) contacted ventec to report that the device would unexpectedly power off by itself, then reboot. In this condition, the device would be inoperative. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
H6: the authorized third party service provider (asp) elected to return the device to ventec for evaluation and repair. The device was evaluated by ventec where the reported issue of it unexpectedly powering off by itself and then rebooting could not be duplicated. However, upon receipt of the device ventec observed that it would not power on at all. It's reasonable to conclude that the unexpected power off and reboot issue had likely progressed to the point where the device was no longer able to power on, thus confirming the reported issue. Ventec replaced the control board to resolve both the reported and observed issues. Proper device operation was then confirmed through functional and performance testing. Based on the information available, it¿s reasonable to conclude that the cause of the reported issues was the control board.